Manufacturer narrative:
-Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Dfu-0111-eo - g. Precautions - 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 7. Bio-absorbable interference screw only: if inserting the interference screw through the anteromedial portal, a knee flexion angle of 120° must be maintained throughout the entire insertion process. Not maintaining or changing the knee flexion angle during screw insertion may result in screw divergence or failure of the screwdriver. If achieving and maintaining the appropriate flexion angle is not possible or reasonable, a central transpatellar tendon portal should be considered for proper insertion. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper surgical technique/bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/30/2025, an FDA medwatch notification was received via email. A facility representative reported that an ar-4030c-09 fastthread biocomposite interference screw 9 x 30 mm broke. This incident occurred during a procedure. Additional information was received on 11/06/2025: during an arthroscopic right knee procedure for anterior cruciate ligament (acl) reconstruction on (B)(6) 2025, an issue occurred during the insertion of the interference screw. All detached fragments were identified and successfully retrieved from the patient during the procedure. The case was completed using a replacement ar-4030c-09 fastthread biocomposite interference screw (9 x 30 mm). The event resulted in a 10-minute delay to remove the broken screw and required an additional 10 minutes of anesthesia. No adverse effects to the patient have been reported as a result of this issue.